Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. The bwi failure analysis lab identified the lot number as 15779934. (B)(4).

Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, the pentaray navigational catheter shaft came apart where the light and dark colors meet. Upon request, additional information was provided on the event. The issue was found about an hour into mapping. The physician was using a long st. Jude sheath in the aorta to access the left ventricle. The physician mentioned he was having difficulty positioning the catheter but felt it was due to the patients complex anatomy. The physician wanted to flush the sheath, therefore, he started to remove the catheter from the sheath when he felt the resistance on the catheter. The separation of the end of the catheter from the shaft was noted at that time. A picture provided of the issue reflects wires being exposed. There was no apparent patient consequence from this occurrence. The procedure was continued using only the navistar catheter for mapping and ablation. The patient was awakened from anesthesia at the end of the procedure and did not demonstrate any neuro deficits at that time. The reported catheter condition is indicative of a reportable event.